Event description:
It was reported the pt is having difficulty recharging the ipg. A new charger was sent to the pt to help resolve the issue. Attempts to gather additional information were unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.